Event description:
Pt got pt's leg wedged between the right foot siderail and the bed. When the pt was found with pt's leg stuck the right foot siderail the siderail was down. Maintenance had to cut the siderail to free the pt's leg. The pt did receive a skin abrasion on pt's lower right leg.